Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was going into the settings mode instead of the testing mode when attempting to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that the alleged issue began on the morning of (B)(6) 2010. The patient informed the cca that she manages her diabetes with oral medication. Despite the alleged issue, the patient claimed she took her usual dose of metformin (500 mg) on the morning of (B)(6) 2010 (at 7am). On (B)(6) 2010 at 1:00pm the patient reported that she "passed out." The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted that the alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly "passed out" after the alleged meter issue began.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "ruptured reservoir" was confirmed. This is a single use device and will not be repaired. A batch review was conducted and revealed that the product met all acceptance criteria for release. Trending revealed that similar reports have been received by baxter for "ruptured reservoir". The root cause for this condition is being investigated under CAPA (B)(4).

Event description:
It was reported to baxter (B)(4) that the reservoir of a folfusor sv4 device had ruptured during filling. According to the report, the device was being filled with sodium chloride (nacl) and 5-fu. No patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or should additional information be received. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.